Event description:
It was reported that a balloon shaft fracture occurred. A percutaneous coronary intervention was being performed. While advancing the 2.5mm x 12mm emerge balloon, the balloon shaft broke. The device was successfully removed from the patient and the procedure was successfully completed with a different device without issue or patient injury. The physician assessed the relationship of this event to the device as unrelated.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The inflation lumen is separated 36.8cm from the tip and the distal section appears to have a scratch mark. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and guidewire lumen. There is contrast present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon shaft fracture occurred. A percutaneous coronary intervention was being performed. While advancing the 2.5mm x 12mm emerge balloon, the balloon shaft broke. The device was successfully removed from the patient and the procedure was successfully completed with a different device without issue or patient injury. The physician assessed the relationship of this event to the device as unrelated.